Manufacturer narrative:
The device had reached eri (elective replacement indicator) post-explant. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery, and high voltage shock impedance were tested and no anomalies were noted. The complaint of high impedance after the patient had expired was verified. Technical services confirmed that the atrial lead impedance, right ventricular lead impedance, and high voltage lead impedance were greater than the upper limit on or after the reported event date. The left ventricular lead impedance, however, was found to be greater than the upper limit while the device was still implanted. A test lead was able to be inserted and secured properly into the left ventricular lead bore during testing in the laboratory. The left ventricular pacing lead impedance measurement was performed using standard loads, and it was within specification. The cause of the high left ventricular pacing lead impedance could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The patient had expired and the cause of death is unknown. Further information has been requested but not yet received.

Event description:
The device was removed during an autopsy. The patient's death was not related to a rhythm disorder. There was no alleged malfunction of the device and the device performance did not contribute to the patient's death.